Event description:
The customer reported 8100 with channel error 232.6040. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8100 error 232.6040. Technical support: 1. Replace display board. 2. Return the module to the factory. Biomed will get an warranty RMA using the customer portal to send in unit for warranty repair. Closing case. A review of the device history record showed the device had a manufacture date of 20 jul 2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : no product returned.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported 8100 with channel error 232.6040. There was no patient involvement.